Event description:
The customer contact reported backflow of fluid. The pt was receiving normal saline at a rate of 25ml/hr via the primary line. The secondary line was programmed to deliver an unspecified concentration of cyclophosphamide at a rate of 110ml/hr; however, the secondary delivery was not started. After an unspecified length of time in use, the nurse noted the cyclophosphamide was flowing into the normal saline bag. The entire contents of the normal saline bag were then delivered. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.